Event description:
A USA distributor contacted zoll on (B)(6) 2015 to report that a pt passed away on (B)(6) 2015 and had been treated prior to passing. The pt was at the hospital during the event and it was reported that the pt's device was alarming. The pt was also on hospital telemetry and it was picking up a ventricular tachycardia rhythm. Per review of the pt download data, at 02:21:16 on (B)(6) 2014 the lifevest detected vt at 150bpm. A 158j pulse was delivered at 02:21:53. The rhythm at the time of treatment was vf. Post-shock rhythm was thirteen seconds of asystole transitioning into bradycardia at 20 bpm. An arrhythmia was detected at 02:023:28 and ECG shows asystole with intermittent cardiac signal. The device was shut down at 02:24:51 on (B)(6) 2015 and restarted at 02:25:35. An arrhythmia was detected at 02:29:28 and ECG shows asystole with CPR artifact transitioning to sinus rhythm at 83bpm. Response buttons were passed intermittently from 02:30:35. The electrode belt was disconnected at 03:14:38 on (B)(6) 2015.

Manufacturer narrative:
Device evaluation of monitor (B)(4) electrode belt (B)(4) has been complete. As received, the monitor and electrode belt were fully functional and able to detect and treat a pt. Post-shock asystole is a known, low-frequency complication of defibrillation. Device MFR date: monitor (B)(4): 10/2014 - initial use. Electrode belt (B)(4): 08/2014 - initial use.